Event description:
A complaint was received in which it was reported the adc sensor prematurely detached and customer was unable to obtain readings. As a result, customer experienced symptoms of nausea and dizziness and was administered an injection of insulin as treatment by their home visit nurse. An hcp meter reading of 2.2 mmol/l was obtained, however, customer reportedly received treatment of insulin. Please note that the treatment of insulin is inconsistent with the reported hcp reading. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received in which it was reported the adc sensor prematurely detached and customer was unable to obtain readings. As a result, customer experienced symptoms of nausea and dizziness and was administered an injection of insulin as treatment by their home visit nurse. An hcp meter reading of 2.2 mmol/l was obtained, however, customer reportedly received treatment of insulin. Please note that the treatment of insulin is inconsistent with the reported hcp reading. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.